Event description:
Event description guidant received information that impedance measurements from this ventricular lead had triggered the lead safety switch feature on this pacemaker. Daily measurements from the past week were normal. However, measurements during the last week in october ranged from <400 ohms to 850 ohms. The patient is pacer dependent and asymptomatic.